Event description:
It was reported that approximately 2 months post implantation the patient was revised due to dislocation. During surgery, it was determined that the liner was broken. The liner and cup were replaced, and the head remains implanted. There was no reported patient harm. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign country: spain d10: cat# 00620204820 lot# 64932944 shell porous with multi holes 48 mm cat# unk lot# unk unknown head customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00769

Event description:
It was reported a patient had an initial right total hip arthroplasty after a traumatic fall that caused a dislocation and fracture. Subsequently, approximately two months post implantation of the right total hip arthroplasty, the patient fell and experienced a post-operative dislocation. The dislocation was successfully reduced within the emergency department and eighteen days later, a dislocation occurred again with another closed reduction. Six days after the second dislocation, the patient underwent a revision of the cup and liner. During the revision, the liner was found fractured. The procedure was completed without complications. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# unk lot# unk unknown biolox delta 32+1 head; cat# unk lot# unk unknown screws 25mm x 3; cat# unk lot# unk unknown screws 30mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow up report is being submitted to relay corrected information . The following sections were corrected: b5;h10. The following sections were updated: b4;g3;h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.